Manufacturer narrative:
The service rep system operated as intended with a reboot. Troubleshoot system, unable to duplicate boot problem. System is operating as intended.

Event description:
The customer reported system failed to complete boot on the first try. This issue happened before a case so there was no pt involved.